Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged visualization of particles. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of grey/blue dust-like contaminants on front panel, as well as indeterminate green contaminant on top edge, indeterminate grey contaminant inside top enclosure, indeterminate beige powdery substance around edge of air inlet, dust-like contaminants and hair-like objects inside bottom enclosure, black foam particles in air outlet of rear panel and blower box, dust-like contaminates and hair-like object on blower and within bottom of blower box, significant amount of degraded foam residue on bottom and within blower, additional foam residue observed in bottom of blower box. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 6 instances of e-200 and 1 instance of e-56. The manufacturer concludes there was evidence of grey/blue dust-like contaminants on front panel, as well as indeterminate green contaminant on top edge, indeterminate grey contaminant inside top enclosure, indeterminate beige powdery substance around edge of air inlet, dust-like contaminants and hair-like objects inside bottom enclosure, black foam particles in air outlet of rear panel and blower box, dust-like contaminates and hair-like object on blower and within bottom of blower box, significant amount of degraded foam residue on bottom and within blower, additional foam residue observed in bottom of blower box. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.